Event description:
The customer reported the patient was moved to another room with the ventilator attached. And the respiratory therapist (rt) reported that the unit showed zero volume delivered and alarmed. The rt stated that the unit was then turned off and back on with the same results. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the crossover solenoid to address the reported problem. Extended self testing and applicable final testing were completed and tests passed to operating specifications.

Manufacturer narrative:
Solenoid